Event description:
It was reported that additional intervention was required to retrieve the coil. A 3mm-5mm vortx-35 fibered coil was selected for use in a coiling procedure in a mildly tortuous vessel. When the coil was delivered out of the catheter, the physician noticed that the coil did not form to its shape but stayed straight. The coil was pulled out by using a retrieval snare. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual inspection was performed, and only the main coil was returned. The main coil was found kinked and stretched. Blood was noticed in the main coil. No other damages were found. Microscopic inspection was performed. The apex and base zap tip were inspected, and no damages were found. Dimensional inspection was performed, and the apex and base zap tip were measured to be within specification. The primary coil outer diameter and number of fiber bundles were out of specification. There was fiber loss due to the coil's stretched condition.

Event description:
It was reported that additional intervention was required to retrieve the coil. A 3mm-5mm vortx-35 fibered coil was selected for use in a coiling procedure in a mildly tortuous vessel. When the coil was delivered out of the catheter, the physician noticed that the coil did not form to its shape but stayed straight. The coil was pulled out by using a retrieval snare. The procedure was completed with another of the same device. No patient complications were reported.